Event description:
Attorney alleges as a result of the lead, the patient "suffered extreme physical injury; he suffered extreme emotional and psychological distress which included sudden death" and "had an increased risk of death or major cardiovascular events result." Further alleges patient "died as a direct and proximate result of defect in" lead. There is no allegation from a health care professional that the death was device related. The cause of death has been researched and not received.

Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Our records indicate the patient expired more than one year ago. We have no information from a health care professional to suggest the death was device related. It is not known if the device was explanted post-mortem. The cause of death has been researched but has not been received.